Event description:
During an attempt to treat a lesion with 95% stenosis in the mid¿distal lcx using endeavor resolute drug eluting stent, it was reported that the device failed to cross the lesion due to calcification and vessel tortuosity. The device was inspected and prepped prior to use. The lesion was pre dilated by a 1.5x15mm balloon and inflated to 8atm. There was no injury to patient. Evaluation summary: there was multiple bends along the hypotube, most likely occurring as the device was being coiled for return. The distal tip was flared, indicating that it was stubbed on advancement towards the target lesion. The stent was not present on the balloon and was not returned with the delivery system. The balloon was uninflated. Crimp/bake impressions were visible on the balloon. Please note that this device is not approved in the us but is similar to us approved product - resolute integrity.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (embolization). Patient's condition affected effectiveness of device (lesion morphology). Deformation problem (dislodgement). Evaluation conclusion: known inherent risk of procedure (embolization). Device failure/lack of effectiveness related to patient condition (lesion morphology). (B)(4).